Event description:
My initial scs was implanted in my back 1998, the battery was changed in 2001. In 2008, the battery run out, my pain physician changed my system to a rechargeable unit. The connectors were changed and the battery. After surgery, the medtronic rep programmed my battery. I only felt shock throughout my abdomen. The battery was turned off. The medtronic's rep told my husband, we could watch a video and he could program it when we got home. My husband tried to program it and again, all I felt was shocks in my abdomen. I reported this to medtronics. They never acknowledge my letter. I am still paying the hospital bill from surgery. I feel the connector or battery has defects. I am very much afraid to have the entire unit removed.